Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record for the product model and lot number combination was conducted, and no findings were identified.

Event description:
The user facility reported that after the procedure, there was no clicking sound when the angio-seal sheath and dilator were connected. The procedure was continued by tightening it hard again. While the sheath and dilator were placed into the artery, the dilator piece came back and did not enter the artery. It was washed and tried again. However, the closure was completed by manual compression. The case was reported by the distributor. The patient's condition was stable with no injury. The event occurred during use on the patient, specifically during placement. Additional information was received on 28 mar 2025: the procedure performed prior to angio-seal was digital subtraction angiography (dsa). The procedure sheath used was 6 french (fr) angio-seal. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The patient is stable. Blood loss was not applicable (na). No concomitant medical products were used with the angio-seal.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and provide the completed investigation results. One (1) 6fr angio seal device was returned for evaluation. The returned device included the locator, hemostasis sheath, carrier tube and header bag. The device was visually inspected and found to have been in unused condition. Sheath and locator assembly returned fully mated. No damage or deformities were identified with the components. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were able to be connected but the sheath and locator assembly disconnects when minimal external force is applied. Sheath and locator mold cavities were inspected and are as follows: hemostasis sheath - 47 & arteriotomy locator - d1 the complaint can be confirmed for a sheath and locator connection issue because the returned sample does not stay connected when the sheath and locator are mated. The exact root cause was unable to be determined. The likely root cause is the connection between the sheath and locator deformed, preventing the components from mating. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).